Manufacturer narrative:
Other applicable components are: product ID 8780 serial# (B)(4) implanted: (B)(6) 2016 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine dose and concentration not reported via an implantable pump. The indication for use was spinal pain. The healthcare provider reported that the patient was visiting family and had had an MRI on (B)(6) 2017 and had not had a company representative check the pump post MRI. On (B)(6) 2017 the patient developed increased pain and withdrawal symptoms and came to the ER (emergency room). Today, (B)(6) 2017. The healthcare provider did not know why the patient had the MRI and requested a company representative come and check the pump. Additional information was received from the healthcare provider (hcp) on (B)(6) 2017. It was reported that the MRI was for a new, acute unrelated pain of the spine. It was also reported that the patient did not have pump related withdrawal. This was confirmed by in-office interrogation. According to the hcp, the patient was experiencing unrelated pain and anxiety. The patient's symptoms of increased pain and withdrawal symptoms were related to the same. The patient's symptoms were reported as resolved. Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. It was reported that there was a confirmed flipped pump. It was unknown if there was a suture/securing issue. The pump had flipped over and there was a kink in the tubing. It was stated that they did one revision to stop it from flipping, but it seemed that did not resolve the issue. The date of the revision was asked and unknown. A dye study was performed on (B)(6) 2017. It was stated that since the catheter was kinked and not delivering drug they ¿loaded the patient up on oral medications¿. It was stated that the hcp directed the other hcp to program the pump off. The caller would discuss the option of programming the pump to minimum rate mode with the hcp as well as the pump off authorization form. The approximate event date was stated as (B)(6) 2017. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the revision to stop the pump from flipping was still pending and had not occurred yet. The dye study performed resulted in no aspiration of cerebrospinal fluid (csf) being possible. The cause of the flipped pump was determined to be that the patient did not wear abdominal binder and "played" with the pump site. The patient's withdrawal had resolved and the flipped pump/kinked catheter was not resolved pending surgical revision. The patient weighed 80 kg at the time of the event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-apr-10. It was reported that the hcp called back to confirm the physician signed pump off form, which was confirmed. The hcp was to call back on (B)(6) 2017 while with the patient. The hcp voiced concern over turning off pump that wasn't very old, and worried insurance would not cover replacement if catheter issue.